Event description:
It was reported the patient line of a homechoice automated pd set with cassette leaked. This occurred while the patient was connected for a drain cycle of peritoneal dialysis (pd) therapy. The patient stated that he would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.